Event description:
The volcano pressure wire was used on two branches then when going to the third branch it gave out, and nothing was on the screen. The wire was unplugged and plugged back in but still did not respond. So, a new one was used and worked fine (there was no lot number defined on new device).